Manufacturer narrative:
The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition autoclavable camera head cable wire was cut. There were no reports of patient harm.

Event description:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer.

Manufacturer narrative:
Please refer to the following sections for the new information: d8, h3, h4, h6 the device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, other evaluation findings include the following: internal flooding of charge coupled device, flooding due to cable damage, and image distortion due to cable disconnection. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿ if the endoscope image unexpectedly disappears or the freeze cannot be released during an examination, immediately stop using the endoscope and pull it out from the patient while referring to "5.3 pulling out the endoscope in the event of an abnormality". Continued use in this condition may cause injury to the patient, bleeding, or perforation. ¿ do not bump or drop the device. Do not bump or drop the device, as water leakage may cause damage to the internal electrical circuits of the device. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.